Event description:
Report received from the USA stating that the device "cannot attach to the motor". The device was not used in surgery. It is unknown if injury or medical intervention occurred. No additional information was provided.

Manufacturer narrative:
The device was received by depuy synthes. The investigation is currently in process. When the evaluation has been completed or if additional information becomes available, a supplemental MDR will be sent. (B)(4).